Manufacturer narrative:
Concomitant medical products: (2) syringes, pca tubing; pri tubing; therapy date: (B)(6) 2016. The customer¿s report of an overinfusion and programming error was confirmed. The pcu event log shows that at 1:25 pm on (B)(6) 2016 hydromorphone (pca) traditional dosing 0.2mg in 1ml was programmed to infuse 1mg for the pca dose (rather than the intended 0.1 mg) with 10 minutes for the lockout interval and 4mg/4hr for the max limit. The same programming parameters were selected when a new syringe was installed at 9:19 pm. Each time the user selected confirm to the clinical advisory ¿2 rns to verify and document concentration and programming prior to infusion.¿ and selected yes to the guardrails warning ¿pca dose exceeds guardrails limit of 0.5mg. Proceed?¿ the infusion continued until the 2nd syringe emptied at 10:16 am on (B)(6) 2016. For the 2 syringes there was a total of 9 pca doses delivered and 1 partial dose (due to the syringe becoming empty) for a total volume of 47.7619ml. The root cause of the overinfusion was a user programming error which resulted in infusion of 10 times the intended dose. Devices not received, log review only.

Event description:
The customer reported that dilaudid pca was intended to infuse at 0.1 mg with a 10 minute lockout via a 60ml bd syringe. After 18 hours the nurse noted that the charting of 0.1 mg was not consistent with the pump delivery and that 2 syringes had infused; the customer questioned whether the device had been set up incorrectly to deliver 1 mg every 10 minutes. No tubing leaks were noted. There was no patient harm reported. The customer requested event log review of data from (B)(6) 2016 through (B)(6) 2016 to determine if the device was set up incorrectly or there was a device malfunction.